Manufacturer narrative:
The pump gave a motor error alarm during the rewind process due to moisture damage on the motor. No other alarm noted. However, moisture damage was found on the electronics. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received multiple alarms including several motor errors on the insulin pump. The battery was also changed and the light was reportedly not working. Customer's blood glucose was not known. It was advised the device would be replaced. The product will not be returning for analysis at this time.